Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3, h6, h10, and h11 this report is related to report #3004939290-2020-01826 as reported, during the procedure of a multimorbid patient, the balloon of two separate 6f-7f mynxgrip vascular closure devices (vcd) burst and were coming out of the vessel together with a 12f non cordis sheath introducer. Also, a hematoma of small size was noted after the 2nd attempt at using the vcd. Therefore, hemostasis was achieved by manual compression for 30 mins or less. The patient¿s hospitalization was extended but it was not related to the mynx event. There was no reported patient injury. The patient is stable. The deployer was trained with the mynxgrip device. The devices were used to close the femoral artery after coronary intervention. The devices were opened in a sterile field. The insertion angle (30-45 degrees) of the vascular sheath introducer into the artery was verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Standard arterial puncture was used. There may have been pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was no prior pta, stent, or vascular graft in the common femoral artery. There were no multiple stick attempts made before intravascular access was achieved and there was no posterior wall puncture. The user shuttled down completely. There was no significant resistance when shuttling down. The stopcock was opened on sheath prior to shuttle down. There were no kinks in sheath or devices after removal. The balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while pulling back. There was no unusual force applied while shuttling down or retracting the devices. As per the sales rep, ¿maybe there was a hard calcification, but this is not sure¿. Other procedural details were requested but unavailable or unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the outer cartridge tubing as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 3.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2006403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of both devices. The reported ¿hematoma¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported events as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Hematomas and bleeding are known complications of this procedure and listed in the instructions for use (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported events. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This report is related to report #3004939290-2020-01826. A review of the manufacturing documentation associated with lot f2006403 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the procedure of a multimorbid patient, the balloon of two separate 6f-7f mynxgrip vascular closure devices (vcd) burst and were coming out of the vessel together with a 12f non cordis sheath introducer. Also, a hematoma of small size was noted after the 2nd attempt at using the vcd. Therefore, hemostasis was achieved by manual compression for 30 mins or less. The patient¿s hospitalization was extended but it was not related to the mynx event. There was no reported patient injury. The patient is stable. The deployer was trained with the mynxgrip device. The devices were used to close the femoral artery after coronary intervention. The devices were opened in a sterile field. The insertion angle (30-45 degrees) of the vascular sheath introducer into the artery was verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Standard arterial puncture was used. There may have been pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was no prior pta, stent, or vascular graft in the common femoral artery. There were no multiple stick attempts made before intravascular access was achieved and there was no posterior wall puncture. The user shuttled down completely. There was no significant resistance when shuttling down. The stopcock was opened on sheath prior to shuttle down. There were no kinks in sheath or devices after removal. The balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while pulling back. There was no unusual force applied while shuttling down or retracting the devices. As per the sales rep, ¿maybe there was a hard calcification, but this is not sure¿. Other procedural details were requested but unavailable or unknown. The devices will be returned for evaluation.